Event description:
It was reported that the autoclavable camera head drops image at the slightest movement. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failed water tightness check. Based on the results of the investigation, a probable root cause of reported customer malfunction could not be identified. The failed water tightness check was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.